Event description:
It was reported to globus that a patient has suffered a broken reverse screw at s1. Revision surgery has not been scheduled.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, as it still remains in the patient. The model # and lot # have not been provided. Revision surgery has not been scheduled at this time. Without the returned implant, we are unable to draw any conclusions regarding the reported issue. X-ray reveals screw is broken close to the tulip. Add'l info has been requested regarding revision surgery, a supplemental report will be submitted if and when that info becomes available.